Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va0z2wb, implanted: (B)(6) 2015, product type: lead. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
The manufacturer representative reported the patient just had a lead revision done, but kept the same implantable neurostimulator (ins). After revision and checking the device with the clinician programmer, she noticed the power on reset (por). The por was cleared, but the por code was never displayed on the screen. It was confirmed that everything seemed to be working fine, the impedances looked good, and the patient was getting good efficacy at 1.5v. It was noted that electrocautery was used. There were no patient symptoms reported. The indication for therapy was essential tremor and movement disorders. If additional information is received, the event will be updated.